Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump powered up properly after battery installation. The pump passed the self test. The pump was received with missing segments/partial display due to moisture damage on the electronic assembly. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged missing segment/partial display confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.